Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. According to the information provided by the technician, pressure transducer printed circuit board was defective and replaced. Pressure transducer measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 09/28/2020. Corrected manufacture date: 09/25/2020. Previous usage of device: unknown. Corrected usage of device: reuse.